Event description:
It was reported 4000 bd microtainer® tubes with k2e (k2edta) were inspected. 150 had no anticoagulant, and 1,796 had insufficient anticoagulant. No health impact or consequences were reported.

Manufacturer narrative:
The following fields have been updated with additional/corrected information: d.9. Device available for eval: yes d.9. Returned to manufacturer on: 04-mar-2024. H.6. Investigation summary: bd received 140 samples and six (6) photos for investigation. The photos were reviewed and the indicated failure mode for missing/ insufficient additive with the incident lot was not observed. Visual evaluation and titration testing was performed on customer returned samples. It was observed that ninety-five (95) customer samples had no additive inside the tubes. Fifty (50) retention samples from bd inventory were evaluated by visual examination and no issues were observed relating to missing/ insufficient additive as all samples met specifications. Additionally, fifteen (15) retention samples were evaluated by functional testing(titration) and no issues were observed. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint has been confirmed for missing additive based on the returned sample testing. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends. H3 other text : see h.10.

Manufacturer narrative:
H3. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported 4000 bd microtainer® tubes with k2e (k2edta) were inspected. 150 had no anticoagulant, and 1,796 had insufficient anticoagulant. No health impact or consequences were reported.